Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the biopsy channel and had no pass through on the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to e1/establishment name: the reporter for this event is olympus. Based on the results of the investigation and the information provided, evaluation observed adhesion/clogging of the material in the biopsy channel. It could not be determined what the foreign material was and no damage to the area where the foreign material was detected. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record and historical complaints analysis was conducted and found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.